Event description:
In 03/2005, baxter received a report of blood egress through the venous pressure transducer of a system 1000, following the increase in the venous pressure chamber. There was no pt injury or medical intervention reported in association to this event.